Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead experienced a steadily increasing lead impedance and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.